Event description:
It was reported that a patient underwent a coronary artery bypass procedure on an unknown date and absorbable hemostat was used. During surgery, absorbable hemostat was used on the bone marrow and the chest was closed during the mid-april surgery. About a cup of sterile pus exudated from the closed chest about three weeks later, just before discharge. The chest was reopened, all the wires were removed, the area was cleaned, and the chest was closed. The patient was discharged without any problems. The product was used on the bone marrow in the thoracotomy. The patient is 80 years old. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What was the date of index surgical procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. Is this their standard method of closing the sternotomy with the surgicel on the bone marrow. 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. How much surgicel was used during the procedure? 9. How was the surgicel applied? 10. Was the surgicel product left in place? Was the excess removed? 11. What was the onset date of the pus exudating from the closed chest? 12. Were cultures or sensitivities performed? If yes, what were the results? 13. Has any surgical or medical intervention been performed? 14. What is physician¿s opinion as to the cause of this event? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.